Event description:
Vacuum regulator shut off, patient aspirated gastric contents. Patient was administered 60% oxygen, and according to hospital current condition is good.

Manufacturer narrative:
Manufacturing site contacted hospital and no patient information was provided other than the gender. Manufacturing site is waiting for the device to arrive. Hospital promised to return device to the manufacturer. After device is received, it will be evaluated and a follow-up report will be submitted to the FDA.